Manufacturer narrative:
It was reported that the bubble/level detection module was defect and that there was an error message "head" on a twin pump module. The failure occurred during a routine check by the user. A getinge field service technician (fst) was sent for investigation and repair on 2023-08-01. The belt with pulley and bubble/level detection module was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. For the failure error message "head" the getinge field service technician determined that the root cause was a cut pump belt. The pump belt is a wearing component and it is inspected during the annual service for twist, wear and cracks and replaced if necessary or after the service life of 3 years as per the hl 20 service manual. The failure "defective bubble/level detection module" was already investigation in a similar complaint by getinge life cycle engineering on 2017-06-27. The most probable root cause was determined as a defective transistor, which disturbs the current supply of the bubble/level detection module. According to the instructions for use hl 20 version 02 in chapter 5.7.3 level monitoring: function test: "only start the application if level monitoring is fully functional. Before each use, perform a function test together with the reservoir filled with liquid. Repeat the function test whenever the level sensor pad has been replaced or its position changed. If there is a malfunction, use a new level sensor pad". The review of the non-conformities has been performed on 2023-08-16 for the period of 2018-08-16 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-08-16. Based on the results the reported failure "bubble/level detection module defect and error message head" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Hold rs 8.18it was reported that the bubble/level detection module was defect and that an "error head" message was displayed. The event occurred during a routine check. No harm to any person has been reported. Complaint ID: (B)(4).